Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. The root cause was most likely use related as there were concerns about catheter damage caused during delivery of the pump. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the medical team was having difficulty delivering the impella pump. During the attempt the pump came out of the left ventricle (lv) to the left atrium. The medical team was able to manipulate the pump back in the lv. There is no harm to the patient because of this incident.

Manufacturer narrative:
The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-15010. E4 should have been left blank. G1 reporting contact fax number missing.